Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs, however, provided lot information. Production history records for the reported lot number were reviewed and all in-process checks indicated passing results. No anomalies were identified during production of the product. The root cause could not be determined. Potential root causes could be insufficient amount of glue delivered or inadequate glue adhesion during the production of the device. (B)(4); method: no testing methods performed; results: no results available since no evaluation performed; conclusion: device discarded by user, unable to follow-up. Discarded by user.

Event description:
Report received of a malfunction resulting in an applicator swab disengagement. On an unknown date, oral care was performed on a female patient. The reporter stated the green foam disengaged from the stick. The reporter stated the foam was successfully removed from the patient's oral cavity and no injury occurred. The reporter stated the patient did not bite on the device. The device was discarded and no pictures were available. Although requested, no additional information was available.